Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high capture thresholds and was capped and replaced on (B)(6) 2018. The patient was in stable condition before and post surgery.